Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the dc/dc & battery control printed circuit board was damaged due to liquid contamination. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Dc/dc & battery control includes routing of nebulizer signals to/from control printed circuit board, and ethernet/usb signals to the panel printed circuit board. The pc 2025 battery back-plane is connected to pc 2028 dc/dc & battery control, via the pc 2026 battery extension board. A secondary temperature sensor on the dc/dc & battery control regulates the main fan and the o2 evacuation fan. Our servo ventilators fulfill the standards of ip21. Liquid contamination is confirmed by provided photo. Most probable cause to the contamination is medication liquid from IV line. Circumstances about the source of the liquid are considered as accidental damage.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
During the inspection it was revealed that ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).